Event description:
It was reported when using the bd totalys multiprocessor the user was unable to use the barcode scanner of the device therefore manual entry of patient information was required. The user inadvertently entered the patient information incorrectly for two patients, swapping one for the other. The error was caught allowing the user to correct the error. No health impact or consequence reported.

Manufacturer narrative:
H6: investigation summary: complaint reports mis association on multiprocessor (catalog number 443327) serial number (B)(6). Complaint alleges user error; the instrument was unable to read a barcode and requested the user input the barcode manually. User incorrectly input the barcode, thus causing a potential sample inversion. User started the process over with the correct barcode entry. No erroneous results were reported. Root cause attributed to user error. This complaint is not a confirmed failure of the instrument based on the service investigation. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "misassociation."